Manufacturer narrative:
Batch review performed on 05-dec-2024: lot 2109302: (B)(4) items manufactured and released on 07-jan-2022. Expiration date: 2026-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 9 months, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the head, cup and liner. The surgery was completed successfully.